Event description:
It was reported that there was oversensing of the right atrial (ra) lead signal on the right ventricular (rv) lead channel as well as increased rv lead impedance of around 1100 ohms on this pacemaker system. It was noted that the impedance had increased for a short time then returned to its previous value after decreasing auto gain sensitivity setting. Both ra and rv leads were not manufactured by (B)(6). No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).